Event description:
The nurse reported that when spiking the IV bag with the lifeshield latex-free primary IV set, the segment of tubing connecting the spike to the upper y-site (clave) separated from the y-site. The nurse obtained another primary set and set up a second IV. There was no adverse patient event, nor delay in starting the procedure. A voice message was left for the product complaint analyst at hospira.